Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were found. Functional testing was also performed and no issues were found. The sample functioned as intended. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample.

Event description:
Customer complaint alleges "the medicine in the cup doesn't nebulize." Alleged malfunction reported as detected during use. No report of patient harm. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer. However the investigation of said device is still in progress at the time of this report. A device history record review could not be conducted since the lot number was not provided. This report will be updated at the conclusion of the device investigation.

Event description:
Customer complaint alleges "the medicine in the cup doesn't nebulize." Alleged malfunction reported as detected during use. No report of patient harm. Patient condition reported as "fine".